Event description:
It was reported that shaft break occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon shaft broke inside the guide catheter when loading into the body. The device did not separate completely and was simply pulled to remove. The procedure was completed with a different device. There were no patient complications.